Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2021. H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. A device history record review for model 11532269 lot number 21016014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #21016014 regarding item #11532269.

Event description:
It was reported that 4 as lvp 20d low sorb 2ss 0.2m cv sets' tubing separated from the PICC or central venous catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "4 instances in last 2 weeks of bd alaris pump infusion set with 0.2 micron filter, low sorbing tubing 2 smartsite y-sites, 318cm (125in) coming apart from the PICC or central venous catheter. The tpn that was infusing needed to be discarded as it was contaminated which resulted in patients missing hours of nutrition. The nutrition not infusing affected the patients recovery."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 as lvp 20d low sorb 2ss 0.2m cv sets' tubing separated from the PICC or central venous catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "4 instances in last 2 weeks of bd alaris pump infusion set with 0.2 micron filter, low sorbing tubing 2 smartsite y-sites, 318cm (125in) coming apart from the PICC or central venous catheter. The tpn that was infusing needed to be discarded as it was contaminated which resulted in patients missing hours of nutrition. The nutrition not infusing affected the patients recovery."